Event description:
A surgeon reported that the day after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. There is no harm to the pt, and the shunt remains implanted. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been three other complaints reported in the lot number. Additional info has been requested. (B)(4).